Event description:
Medtronic literature review found reported of hemorrhage in association with coil embolization using the echelon 10 microcatheter. The time frame of this study was january 1, 2000, to december 31, 2020. The purpose of this article was to analyze direct superior ophthalmic vein (sov) puncture for the treatment of carotid cavernous fistulas (ccfs). The authors reviewed 19 cases of patients treated for carotid cavernous fistulas using onyx and coil embolization using the echelon catheter. Of the 19 patients, the average age was 54 years, 9 were female and 10 were male. Three cases used onyx in addition to the coils. Each one of the cases utilizing onyx were without complications. The article does not state any technical issues during use of the onyx and the echelon catheter. The following intra- or post-procedural outcomes were noted: asymptomatic postoperative hemorrhage in the cerebellopontine angle (use with echelon only) procedure abortion for one patient because of an inability to navigate the wire into the distal aspect of the cavernous sinus.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (lot: unknown); implant date n/a; explant date n/a. G2: citation: authors: catapano js, srinivasan vm, de la peña nm, et al. Direct puncture of the superior ophthalmic vein for carotid cavernous fistulas: a 21-year experience. Journal of neurointerventional surgery. 2023;15(10):948-952. Doi:10.1136/jnis-2022-019135. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.